Event description:
A malfunction alarm was reported, displaying malf 1 with a fault ID of 0x289d, which was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup insulin therapy, and tandem technical support arranged to replace the pump. The customer was informed of the necessary steps to store the pump and return it via ups within ten days using a pre-paid label.